Event description:
Diabetic ketoacidosis (diabetic ketoacidosis). Hypoglycaemia (hypoglycaemia). Case description: this spontaneous case, reported by a medical doctor as "diabetic ketoacidosis," concerns a girl treated with novopen 3 (insulin delivery device) due to diabetes mellitus type I since 2002. The pt's medical history included mild asthma and recurrent abdominal pain. A medical doctor describes that a girl was admitted to the hospital with dka (diabetic ketoacidosis) and had very poor sugars for a period of 3 weeks despite increasing dose. Reportedly, the pt visited the clinic five mos earlier, in a very poor condition with fever and vomiting. Her fasting blood glucose levels were >20 and many of the day times sugars in the 20. Her hba1c was 7.7% the next month and 8.5% four mos later. She had been using extra novorapid for episodes of ketonuria. On event day, she developed vomiting at home without fever and her throat was slightly red. She was administered with 10 units of novorapid at home in order to prevent diabetic ketoacidosis, however without success. The pen was checked and found that no insulin was delivered and it was found that the pen was damaged (not specified). She was treated with a new pen using levemir insulin with dosages 16, 18, 18 and 48 units. Overnight she had an episode of hypoglycaemia (2.0mmol/l at 02:00 a.m.). She was discharged from the hospital 2 days later, with the dosage: 16, 18,18 and 43 and recovered completely. Comment: reporter's comment: the possibility that this deterioration might be due to pubertal changes was considered.